Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with a missing end cap sticker, minor scratches on the liquid crystal display window, cracked case at the display window corners, cracked case at the reservoir tube window corners and reservoir tube window, broken reservoir tube lip, broken battery tube threads, and missing o-ring at the reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer noted that she had kept the insulin pump in the back of her sports bra, but she advised that the insulin pump had not been dropped. The customer's blood glucose was 380 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.